Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the manifold valve is stuck. As stated on the repair statement additional malfunction on this device: performance verification ¿ on start up manifold stuck and not shifting, alarms and shuts off.